Event description:
The device was returned for service. It was reported that the device was involved in an incident while in contact with a patient. Additional information was received by the user faiclity reporting while the patient was prone on the table, the single pin of the skull clamp was placed on the left side of the patient skull. During repositioning, the patient sustained a 5-6cm laceratin on the left side of the skull, whihc was sutured closed. There were no reported post-operative complication to the patient.